Manufacturer narrative:
Results of investigation: vyaire medical received the device for evaluation. Service technician was unable to verify customer reported complaint that states, evaluation for no positive end expiratory pressure (peep). Unit was hooked up to a vt plus hf flow analyzer to monitor tidal volume exhaled volume, breath rate and peep, no inaccurate readings were logged during the test. Vent passed 215 hrs. Of extended test at customer's settings without any unusual alarm or error condition. Unit passed ptv pressure performance tests. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical that unit has no positive end expiratory pressure on the revel ventilator. At this time, there is no information regarding patient involvement associated with the reported event.

Manufacturer narrative:
Vyaire file identification: (B)(6). Device evaluated by MFR -the suspect device was returned and evaluation is anticipated but not yet begun. Once a final investigation is complete, a follow-up report will be submitted.